Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in japan it was reported that the patient was hospitalized due to severe hyperglycemia on (B)(6) 2026. The patient's blood glucose level was measured at 579mg/dl and the patient was treated with intravenous insulin. The event occurred after repeated insulin flow blocked alarms, which were suspected to be related to cannula placement rather than a pump malfunction. The patient's condition stabilized with treatment, and the patient was expected to return to pen therapy and be discharged once clinically stable. No further information is available.